Event description:
During a case, coag function failed to work on generator. Upon rebooting generator and replacing device, the case continued as normal.

Manufacturer narrative:
(B)(4). Product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.